Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Tandem technical support recommended for the customer to insert a new site and tubing and to continue using the new cartridge; customer acknowledged. Customer was successfully able to continue therapy on the pump. The customer's blood glucose level was 264 mg/dl.